Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter with ID (B)(4) had a dead battery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The reported event of a transmitter with ID (B)(4) having a dead battery is reportable based on the finding of a transmitter fatal error on the transmitter with ID (B)(4). No injury or medical intervention was reported.